Event description:
It was reported that the pt had a kidney stone removed. Subsequently, the pt was experiencing "electrical surges". Final pt outcome was not reported.

Manufacturer narrative:
(B) (4).